Event description:
In 2007, a gore propaten vascular graft was implanted into a female patient in the right femoral to suprageniculate popliteal position. On approx three months later, the patient developed what appeared to be a seroma or lymphocele along the femoropopliteal bypass graft. Clear fluid was aspirated (25 cc) and a drain was placed five days later. On four days later, yellowish fluid that appeared consistent with seroma versus lymphocele was observed. There was no evidence of infection. A week later, during follow-up evaluation, fluid reaccumulation was observed. On three days later, a resection of a lymphocele and large seroma of the right leg was performed. At the end of the month during follow-up evaluation, the patient was doing well with an easily palpable pulse in her right lower extremity.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.